Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 1200mg/dl and diabetes ketoacidosis. It was stated that the customer was unresponsive and the paramedics were called. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the wife to correct them. Reviewed the alarm history and found a no delivery alarm. No further information was provided.